Manufacturer narrative:
(B)(4).

Event description:
Procedure: colectomy. According to the reporter: while firing the gia8048s in a side to side anastamosis the stapler stopped firing halfway through the firing sequence. The knife blade was retracted and the stapler was removed. Upon further examination, there was a metal object in the patients tissue, which was removed and saved. This is currently all of the information I have, as I have not seen the surgeon to obtain any further details. Another manuf reinforcmt material used: no. Was the device used in patient: yes. Additional information received via email. What was done to address the product problem? The stapler was opened and removed from the tissue. The metal object was found in the tissue and removed and saved. It will be returned. 5-7cm of colon was removed with a new gia stapler and a new anastomosis was performed. When will the device be returned? As soon as the return kit is received. What surgical procedure was being performed? Colon resection. Was there any unanticipated tissue loss as a result of this problem? Yes. 5-7cm. Was there any tissue damage as a result of this problem? The tissue was not damaged, but the staple line hadn't fully fired. Dr. (B)(6) resected an additional 5-7cm of tissue and created a new side to side anastomosis. If yes, describe the damage and provide details on how the damage was treated/corrected. The tissue was not damaged, but the staple line hadn't fully fired. Dr. (B)(6) resected an additional 5-7cm of tissue and created a new side to side anastomosis. Was the damage irreversible? No. Was there blood loss of 500cc or more due to the product problem? No. Did any additional blood loss resulting from this product problem require a blood transfusion? No. Was surgical time extended by more than 30 minutes due to the product problem? Yes. Was an x-ray taken to find the metal piece? No, it was visible to the naked eye. Were all disengaged components retrieved from the patient's cavity? Yes. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) No.

Manufacturer narrative:
Please disregard supplemental follow up# 2. The product was received, inspected, and evaluated as mentioned in follow up# 1.

Manufacturer narrative:
(B)(4).